Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was returned for evaluation. A visual examination found that the sample was in good condition. A leak test was performed and confirmed the reported leak. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an eva bag experienced a leak near the administration port. This occurred prior to use of the device. No patient involvement was reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the cause of this condition was determined to be incorrect assembly during manufacturing. A corrective and preventative action (CAPA) has been opened to address this issue.